Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ultrasound department suspected the patient's lead might have punctured the septum wall. The lead remains in use. No further patient complications have been reported as a result of this event.